Manufacturer narrative:
H3: the rebar 18 catheter was returned for analysis. The solitaire fr 6-30 was not returned. Per the solitaire instructions for use (IFU): ¿solitaire fr 6x30 should be delivered through a catheter with a minimum inside diameter of 0.027¿. Therefore, the rebar 18 catheter appeared incompatible for use with the solitaire stent as it has a labeled inner diameter (ID) of 0.021". The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed and found to be patent. The catheter was then tested by running an in-house 0.018¿ mandrel through catheter hub, lumen, and tip without issue. Based on the reported information and the device analysis, the customer¿s complaint was confirmed. No damage was found with the cath eter. The root cause was found to be that the rebar 18 catheter was not compatible for use with the solitaire fr 6x30 stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a sfr-6-30 stent encountered resistance in the rebar microcatheter. The patient was undergoing a thrombectomy. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 5mm. It was reported that after the catheter was delivered to the distal end of the thrombus, the sfr-6-30 stent was hydrated. When it was pushed from the protective sheath into the microcatheter, the resistance was very large and it could not be pushed into the microcatheter. After replacing it with another microcatheter, the surgery went smoothly. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received that there was resistance in the catheter hub.